Event description:
Nurse was administering a twinrix injection using bd safety glide needle; when she removed syringe, the needle "dis-attached" from the syringe and the needle remained in pts' arm. Nurse was able to remove needle with her gloved fingers.